Event description:
Patient initiated to treatment immediately became dizzy and then unresponsive. B/p at initiation 189/93, dropped to 127-60. Reused back, oxygen o2 at 44mm. Patient responsive and b/p 130/64. Treatment resumed after 20 minutes without further incident.